Event description:
Patient reported that her blood glucose has been very erratic for about a week in 2006. Patient stated that one of these days she woke up and her blood glucose level was 73 mg/dl. Then on the next day, she woke up and her blood glucose level read "hi" on her glucose device. She also reported that the first day insulin from the cartridge leaked into her device.